Manufacturer narrative:
The lot history, trend analysis, risk analysis, and directions for use were reviewed and were considered acceptable, with the product performing within anticipated rates. This investigation is ongoing.

Manufacturer narrative:
The device was discarded by the user facility. The investigation is ongoing. See additional reports 0001920664-2019-00232, 0001920664-2019-00236, 0001920664-2019-00238, 0001920664-2019-00239.

Event description:
The user facility reported that five phaco tips were broken during surgeries. The tips were left in the anterior chambers, but all the tips were removed and the surgeries were completed without any patient injury. The tips were used between 5 times to 7 times.